Event description:
The customer reported that sync markers were not placed as expected on the ECG waveform.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.